Event description:
It was reported that the pump touch screen was time off sooner than expected. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.